Event description:
It was reported that the right atrial (ra) lead was repositioned. The lead remains in use. The patient is involved in a safety study. No patient complications have been reported as a result of this event.